Manufacturer narrative:
This report is being supplemented to provide additional information. An olympus field service representative (fse) inspected the customers equipment and it was found that the image was absent due to a printed circuit board failure. The circuit board was replaced by the fse. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified. However, it was confirmed that the reported was caused by a failure of the printed circuit board therefore, the failed is unknown. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video system center image absent with endoscope 180 or lower. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.